Event description:
Complainant alleged that during a routine shift check by a clinician the device inappropriately displayed a "shock recommended" message while simulating a normal sinus rhythm. Complainant indicated that there was no patient involvement in the reported malfunction.